Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien was not authorized to repair the unit. The customer reported to have recharged the battery and conducted final testing.